Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit's doppler was not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is: (B)(6) university. Customer didn't request service at this time.

Event description:
It was reported that before a routine check, the cs300 intra-aortic balloon pump (iabp) unit's doppler was not working. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the customer purchased a new doppler from a third party. The doppler was replaced by a third party and the problem was solved. All functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.